Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s ins wasn't working automatically anymore. It was originally set up so that it would turn off when the patient lied down so that it didn't bother him when he slept, and it would turn on when the patient got up and walked around normally. If the patient took a ten-minute walk or walked down to the mail box the stimulation would ramp up a little bit. When he sat down and leaned back in a recliner the stimulation would usually shut off. Now the stimulation did not shut off when he went to bed and the patient manually had to shut it off. The patient reported seeing the charge the ins message on the patient programmer but the message was able to be bypassed. The patient was on group a, therapy was turned on, and the ins battery was totally empty. It was confirmed that adaptive stimulation was enabled. The patient also confirmed that the adaptive stimulation position said the patient was upright when he was standing but then when the patient tried to sit and lie down the patient programmer still read that he was upright and standing even after re-synchronizing. The patient then reported while lying down that it was like it was going crazy and there was overstimulation in his legs. It was noted that the patient felt overstimulation in the legs in the beginning when the device was implanted but then it was reprogrammed and worked well. The patient was able to turn down stimulation, but reported that he experienced this anytime he went to lie down for bed. The patient then started a successful charge session and reported that all eight coupling boxes were filled in. It was noted that the last time the patient charged the ins might have been on (B)(6) 2017. The patient was redirected to follow-up with a healthcare professional (hcp). The patient noted that the hcp never had anything to do with adjusting and that the manufacturer representatives (reps) always made the adjustments. The patient was to reach out to a rep and the patient noted that he reached out to her today. The rep told the patient to call the manufacturer¿s patient services and call the rep back if the issue was not resolved and she would set up an appointment with the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the patient accidentally turned off adaptive stimulation. It was currently back on and was working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.